Event description:
It was reported that: pt presented with complaint of groin pain. Add¿l info: pt¿s son called stating that his mother had primary surgery 14 months ago. She had corrosion of the recalled stem and was revised this past monday (B)(6) 2012. During the surgery they found an infectious pocket. All components were removed and she has drains put in. Prior to the revision, the pt had severe pain and would wake up screaming in the middle of the night and was hardly able to walk. She had bone scan, MRI and blood work done and it showed nothing good.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Add¿l info (including x-rays and medical records) was requested. Should add¿l info become available, the evaluation summary will be submitted in a supplemental report.